Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One osseotite implant (oss411) was returned for investigation. Visual evaluation of the as returned product identified fracture/damage and bone residue around the external threads due to usage. Functional testing and dimensional analysis could not be performed since the device was fractured/damaged. Pre-existing conditions noted on the per were smoker and moderate bone density type ii. The reported device had been placed on tooth 36 fdi for approximately 6 years. Device history record (DHR) review for the lot (2012121108) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (2012121108) for similar event and no other complaint about nonconforming products were identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed following visual evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. Implant date unknown / not provided. Explant date unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the implant fractured.